Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on care fusion screen. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was on a blue carefusion screen. A field service engineer found the software team working remotely to rebuild a corrupted database. The field service engineer assisted in syncing data from the local west unit and began the process of restoring the unit. The task was delayed due to severe weather and slow connectivity. After multiple reboots, the unit processed correctly and functioned as expected. The system functioned as intended after the field service engineer troubleshot the device. E1. Initial reporter facility name - (B)(6) hospital.